Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that 0-7 contacts had out of range impedances. The rep reported that they reprogrammed around the out of range impedances. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Continuation: product ID 977c165 lot# serial# (B)(4) implanted: 2016-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they were not sure exactly what caused the impedance issue. Rep was able to reprogram the patient with the 8-15 electrodes and achieve good coverage and relief. No further complications were reported/anticipated.